Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2: correction.

Event description:
It was reported that the patient experienced a severe skin reaction associated with the sensor patch. The sensor was inserted into the abdomen (B)(6) 2020. The patient¿s physician reported the patient developed an allergic reaction, eczema, drainage, and an unspecified ¿severe deterioration in health.¿ the patient was referred to a dermatology clinic for investigation, and had lab testing. There was no inpatient hospitalization. No information was provided regarding any treatment given for the allergic reaction. Allergy testing was performed, and the patient has a contact allergy to iboa, isobornyl acrylate, rosin/colophonium and a new component, 2-tert-butyl-2-hydroxy-5-methylbenzyl) -4-methylphenylacrylate. At the time of report, the patient was recovering. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that the patient experienced a severe skin reaction associated with the sensor patch. The sensor was inserted into the abdomen (B)(6) 2020. The patient¿s physician reported the patient developed an allergic reaction, eczema, drainage, and a severely constricted throat (allvarligt forsamrad halsa) on (B)(6) 2020. The patient was hospitalized on (B)(6) 2020 as a severe deterioration in health was reported. Allergy testing was performed, and the patient has a contact allergy to iboa, isobornyl acrylate, colophonium and a new component, 2-tert-butyl-2-hydroxy-5-methylbenzyl) -4-methylphenylacrylate. The patient has recovered since the incident. No additional patient or event information is available.